Event description:
Additional information was received confirming the out of range shocking impedance measurements were greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported an out of range shocking impedance measurement. The patient was going into her clinic for further evaluation. No adverse patient effects were reported.